Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced rising blood glucose while using an ilet with a prefilled fiasp pumpcart, with readings around 261 mg/dl by pump and 251 mg/dl by fingerstick, later increasing to approximately 300 mg/dl, and air bubbles were observed in the cartridge during troubleshooting. Symptoms included hyperglycemia. Outcomes included need for troubleshooting and supply changes without alarms or hospitalization. Investigation included technical support guidance, site-only change to address potential infusion site issues, verification of pump disconnection prior to cartridge handling, and assisted cartridge replacement. Investigation of this case revealed air in the cartridge contributing to impaired insulin delivery. It was concluded that air bubbles in the prefilled cartridge likely led to under delivery of insulin and hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.